Event description:
There were no complications after surgery or subsequently, but then patient died a few weeks later from sudden onset of "sepsis due to peritonitis with ascites due to beta streptococcus group a wound infection," according to the autopsy report.